Manufacturer narrative:
No further investigation required. Information from the field sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that one day post implant, this lead was revised due to post operative diagnostics showing non capture and higher than expected pacing threshold and impedance measurements. Fluoroscopy failed to show the lead had dislodged; however a micro dislodgement was suspected. The lead remains implanted and in service and was repositioned higher on the septum. No resulting adverse patient effects as the patient demonstrated an escape rhythm during capture loss.